Event description:
During an elective septoplasty, the pt needed to be turned. The anesthesiologist was assisting by adjusting the accordian tubing on the anesthesia breathing circuit. The tubing between his hands split open at the seam. This caused pressure in the tubing to drop and inadequate ventilation to the pt. The anesthesiologist immediately removed the breathing circuit apparatus and began bagging the pt manually with an ambu bag. A new anesthesia breathing circuit was opened and attached to the anesthesia machine and pt. Later this was reported to mfg by (B)(4), regional manager for westmed, inc. He reported to this writer that the MFR stated that there had been an identified mfg defect. No recall was initiated.